Event description:
It was reported that the 9800 system interconnect cable would not connect to c-arm. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable connector was repaired during the svc call. The system was tested, and found to be working as intended, and put back into svc.